Event description:
It was reported that during a ptca/stent procedure in a lesion located in the right coronary artery, the stent delivery system (sds) was advanced against resistance (contrary to IFU). An attempt was made to inject contrast via a 10cc syringe attached to the manifold, for visualization purposes, but this was unsuccessful. The inflation device was then attached directly to the catheter for immediate inflation. Inflation was slower than expected, and the pressure was unknown. The stent was reported to be adequately deployed; no post-dilatation was required. Difficulty was encountered deflating the balloon after deployment of the stent, and resistance was reported while removing the sds. The guiding catheter, sds, and guide wire were removed from the anatomy together. The sds shaft was observed to be separated approx 35cm from the distal end of the device when removed from the guiding catheter. No pt injury was reported from this procedure.